Event description:
The reporter did meter to lab comparison tests, within 10 minutes of each other. Rptr's meter reading (capillary test) was 156 mg/dl, and the venous lab test result was 287 mg/dl. Rptr did not have any symptoms. A control test was in range, 125 (92-139). The rptr had been cleaning the meter with alcohol. No harm was alleged.